Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient was experiencing burning at the implantable neurostimulator (ins) battery pocket site. The patient stated that the burning started on the day prior to the date of this report. No environmental or external factors were reported that may have led or contributed to the issue. The patient turned stimulation off on the date of this report. On (B)(6) 2017, the patient met with the manufacturer representative; impedances were checked and all values were within normal limits. The physician checked the incision site as well and it appeared fine. It was noted that the patient was experiencing burning at the ins pocket site even with stimulation turned off. The patient was to follow up with the manufacturer representative in about two weeks and an appointment was scheduled for (B)(6) 2017. No further complications were reported. Indication for use is spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she was told to turn off the implant and the cause of the burning had not been determined or resolved. The patient was making an appointment with a new doctor to resolve the issue.